Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. Customer's blood glucose was 19.0mmol/l and he calibrated and sensor glucose is 7.1. The customer said in the morning the pump will suspend and give low reading and then he started going high. The customer stated that everything was good with the programing and pump passed self-test. The customer never got a no delivery. The customer was advised the 2 high blood glucose.